Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's internal battery is malfunctioning. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue.